Event description:
Spinal anesthesia was attempted using hospira bupivacaine from an arrow spinal tray lot # 23f15j0936. The bupivacaine lot was 54438ev. The patient did not respond to the spinal anesthesia and underwent the procedure under general anesthesia. Reason for use: spinal anesthesia for a total vaginal hysterectomy.